Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. It was noted that outer insulation abrasion was torn through exposing outer coils from tip end. Lead resistance measurements were normal, and inspection showed no conductor issues on all segments returned. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.